Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline and user tried to reboot the station, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.